Event description:
It was reported that air bubbles were observed within the infusion set tubing and that an occlusion alarm occurred. Customer changed pump supplies to address the issues. Customer¿s blood glucose value was 165 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.